Manufacturer narrative:
The unit passed displacement test and self-test. We were unable to complete the download due to multiple a47 alarms that were noted in the alarm history screen. The a47 alarm was noted due to corrupted history files. Cosmetic damage was not noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer was unable to upload to carelink. Troubleshooting could not resolve the issue. The customer was advised to replace their insulin pump. Customer's blood glucose was 135 mg/dl. No additional information provided.